Manufacturer narrative:
Additional/updated information was added to reflect the foot deck being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the left hand side tab had no penetration from the weld, allowing it to break off. An expanded evaluation was performed. The expanded evaluation report confirmed that there was a broken weld and corrosion on the left knee pivot bracket. However, the underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The dealer stated his customer alleges there was a damaged weld on the bed.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The dealer stated his customer alleges there was a damaged weld on the bed.